Event description:
Unit manager (um) reports two incidents of blood leaks at the onset of treatment with CT 190g dialyzers. Both leaks occurred with one pt, one right after the other. The leaks were noted by audible blood leak alarms and confirmed by hemastix test strips. Blood loss for the first incident was 300cc as a result of not returning blood to the pt. The first unit was on it's sixth use. Treatment was resumed with new disposables and a new hemodialysis machine. Treatment stopped at the onset of treatment when another blood leak was discovered. The estimated blood loss for the second incident was "small", the blood was rinsed back to the pt. Treatment was discontinued and resumed with new disposables and completed without further incident after the second blood leak. Um reported that there was no pt injury or medical intervention associated with these incidents.